Manufacturer narrative:
Approximate age of device - 6 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was seen in the clinic on (B)(6) 2018 with florid right heart failure. The patient¿s lactate dehydrogenase (ldh) level was greater than 900 u/l. An echocardiogram (echo) showed severe aortic regurgitation and abnormal septal motion. A ramp echocardiogram revealed that the patient¿s aortic valve could not close, and the left ventricle could only slightly decompress. A computed tomography (CT) angiogram revealed that the ventricular assist device (vad) was positioned incorrectly and pointed away from the mitral valve. There was no mention of thrombus within the heart. On (B)(6) 2018, the patient had a transient ischemic attack. This was followed by ventricular tachycardia (vt) and cardiogenic shock on the early morning of (B)(6) 2018. Consequently, the decision was made to complete an emergency pump exchange that same day with repair of the patient's aortic valve. In the or, a right ventricular assist device (rvad) was placed due to right ventricular failure. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device, confirmed the presence of thrombus, which could have contributed to the report of elevated lactic acid dehydrogenase (ldh). The evaluation also confirmed the report of pump malpositioning; however, a direct correlation between the device and the report of transient ischemic attack, right heart failure, and ventricular tachycardia could not be conclusively established through this evaluation. The pump was returned assembled with the percutaneous lead severed approximately 12 inches from the pump housing. A segment of the percutaneous lead measuring approximately 5.5 inches was also returned, and the remainder was returned measuring approximately 21 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. A red, ring-like thrombus formation was observed surrounding the inlet bearing ball. This thrombus appeared to be connected to a tissue-like deposition proximal to the rotor¿s blades. The laminated structure of the thrombus formation surrounding the bearing ball and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Further, this formation appeared to have moderately obstructed the flow of blood. Although a direct cause for the development of this formation and a duration for which it was present within the pump could not be determined, it could have contributed to the report of elevated ldh. The proximal side of the outlet stator revealed a deposition loosely seated around the outlet bearing ball and partially occluding the flow of blood. Areas of denaturation were observed on the deposition, which suggests that it was present in the observed location while the pump was supporting the patient. Although the origin of the deposition and the specific duration for which it was present within the pump could not be conclusively determined through this evaluation, it could have also contributed to the report of elevated ldh. Examination of the inlet tube revealed tissue ingrowth on one side of the proximal opening, obstructing approximately 25 percent of the blood flow path. This appears consistent with the report of pump malpositioning. Although a specific cause for the inflow conduit misalignment as well as a duration for which it was misaligned could not be conclusively determined, the partial tissue obstruction over the inlet tube opening could have potentially contributed to the report of elevated ldh. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.